Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e.â¿¢ balloon dilatation catheter was used during an esophageal dilation the day before (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon burst inside the patient immediately upon inflation. Another balloon was used to successfully complete the dilation; the type of balloon used to complete the procedure is unknown. No part of the balloon detached from the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed. However, the most probable root cause is the balloon burst due to contact with a sharp exterior source, such as a calcified lesion.